Event description:
The following was reported to davol by the patient: (B)(6) 2005 - patient was implanted with a composix kugal hernia patch during an incisional hernia repair procedure. On (B)(6) 2014 - patient experienced a bowel obstruction and the patch was explanted. He also alleges that following explant he became critically ill and was in the ICU for an extended period.

Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. We requested that the patient provide us with medical documentation of his experience and the only document that he supplied us with was the sticker page from the operative report. He alleges that he does not have any additional medical records. A review of the manufacturing records showed no anomalies during manufacture. Thi MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.